Manufacturer narrative:
(B)(4) 510k: this is an international code - the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mp1000-c. The 510k number provided is for the domestic similar product: k072542. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that the connector is messy when drawing blood and labs look bubbly could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mp1000-(B)(4) because a lot number was not provided by the customer. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the maxplus positive pressure connector leaked blood during use. The following information was provided by the initial reporter: "connector is messy when drawing blood and labs look much more bubbly than normal. Wash cloth usage is up dramatically because of mess made by connector".